Manufacturer narrative:
Additional information received: there was no resistance during the advancement of the stent. The device was removed by pulling out directly and was safely removed from the patient. There was no vessel damage. Catheter/handle separation occurred after multiple attempts in vitro, it was deployed, after it was withdrawn from the body, tried several times, and finally the stent was deployed when pulled it apart violently. The stent was not deployed in the target location. No other actions were taken as a result of the issue. Product analysis the device was returned in a deployed state with the stent separate to the device. The distal end of the device was not returned, it was separated at the stent retainer the stent was confirmed as 120 mm from the strain relief and the returned stent the point of detachment was examined and stretching of the nylon spine proximal to the stent retainer was noted, the stainless steel push rod was examined and noted to be bent a set of witness marks were noted on the stainless steel hypotube approximately 25 mm and 27 mm from the distal end of the stainless steel hypotube medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the protege everflex stent delivery rod could not deploy the stent in the left proximal superficial femoral artery during a procedure. The patient had a chronic total occlusion (100%) in the artery, with fibrous plaque, moderate tortuosity, and calcification. There were difficulties in removing the device prior to stent deployment, and the catheter/delivery system was deformed. The lesion was pre-dilated using a 6mm x 120mm evercross balloon. The procedure was completed by replacing the initial stent with another 6mm x 120mm stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.